Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion tube is dented and broken light-guide fibers glass a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the insertion section failure and the broken light-guide fibers glass are mechanical problems, but the cause of the insertion section failure could not be determined. The most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device universal cord is damaged, and the image appears green. The issue occurred during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.